Manufacturer narrative:
The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same procedure. This report is filed october 16th, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.